Manufacturer narrative:
Monitor sn (B)(4) was returned to zmc on 9/21/2016, investigation is currently underway. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's inappropriate treatment or death. Manufacture dates: monitor sn (B)(4): 1/2/2013; electrode belt sn (B)(4): 2/9/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in a nursing facility at the time of passing. It was reported that the patient was unconscious at the time of the event. Nursing staff reportedly initiated CPR and ems was called. Prior to the patient's death, the patient received an inappropriate treatment during asystole. The treatment was delivered at 3:06 am. The post-shock rhythm was asystole. The response buttons were pressed after the treatement was delivered. The response buttons functioned appropriately. It is unknown who pressed the response buttons as the patient was unconscious. The electrode belt was disconnected at 3:09 am. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to treatment.